Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no autocreate order was generated when ancef 1gm medication was removed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no autocreate order was generated when ancef 1gm medication was removed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no autocreate order was generated when ancef 1gm medication was removed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurse reported adm failed to autocreate ancef 1gm orders. The technical support specialist (tss) rebooted the station and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the issue.